Manufacturer narrative:
Pump was received with blank display due to corroded electronic assembly. Unit had corroded motor home switch. Unit had cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had moisture damage in the pump. No further information was provided.